Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the lead failed to extend. The lead was not used. The patient experienced no consequences.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. The lead was returned in one piece. Visual inspection of the lead found a partially extended helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The cause of the reported event was due to the helix being clogged with blood. Helix extension length and electrical testing were normal with no anomalies found.